Event description:
A malfunction on a pump was reported by the caller, which led to the customer's blood glucose level reaching 523 mg/dl. There was no adverse impact to the customer's blood glucose level as corrective action was taken through a correction injection using mdi, without requiring third-party assistance. Technical support provided instructions to reset the pump, successfully resolving the issue without further recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if similar issues occur again.